Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 33 mg/dl. Customer consumed carbohydrates to address bg. Tandem technical support conducted systems check and the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.